Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, additional information was received on 1/27/2026. It was reported that adverse event occurred. The date of the event is an approximation. On (B)(6) 2025, the patient reported that she had to go to the hospital because the app did not record the insulin dosage she entered, which ultimately led to an insulin overdose. Data was reassessed. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2025 at 5:53 pm with transmitter/wearable 314019883959. The sensor session lasted 10 days and 15 hours and ended due to session expiring on 11/6/2025. There was no bg calibrations attempted on the date of the reported event. On the date of the reported event (11/1/2025) there were 3 separate fast acting insulin entries in the user event log. At 9:44 am an entry of (B)(4) units was recorded followed at 2:04 pm with an entry of 3000 units. At 6:35 pm a final entry of (B)(4) units was recorded. The root cause of the customer¿s experience was undetermined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on 11/26/2025. It was reported that adverse event occurred. On (B)(6) 2025, the patient reported that she had to go to the hospital because the app did not record the insulin dosage she entered, which ultimately led to an insulin overdose. According to the patient, this issue occurred on two occasions. This report is capture one of the two events. The patient stated that when she entered her insulin dose in the app, the entry disappeared. As a result, she was unable to track when she had administered insulin. During one of the occasions (unclear which of the two), the patient explained that at approximately 4:00 am, she registered an insulin treatment in the app. The entry initially appeared but later disappeared. From that day onward, the app only displayed the afternoon treatment at 1:33 pm, showing 36 units of insulin when the cgm reading was 383 mg/dl. No additional details were documented. Attempts to follow up with the patient were unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 12/12/2025. It was reported that adverse event occurred. Data was further reviewed. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2025 at 9:15 am with transmitter/wearable tx 477889530700. The sensor session lasted 9 days and 10 hours and ended due to an algorithm detected failure on (B)(6) 2025. There was no bg calibrations attempted on the date of the reported event. On the date of the event an insulin entry was found to have been logged at 1:33 pm. The root cause of the customer¿s experience was undetermined. No additional patient or event information is available.

Event description:
It was reported that an cgm app and os incompatible due to unsupported os on smart device occurred. The patient mentioned that she had to go to hospital because the app was not recording the insulin dosage that she was entering, which eventually led to overdosing with insulin. According to the patient, this occurred on 2 occasions (the other event is being documented under MFR number 3004753838-2025-329919). It was stated that when the patient put her insulin number, it disappeared. Due to this the patient did not know when she took her insulin. The patient explained that during one of the occasions (unknown to which of the 2 events this belonged), at 4am in the morning she registered the insulin treatment in the app. It showed for a while but eventually disappeared. The patient stated that from that day it shows only the afternoon treatment at 1:33pm, 36 units of insulin, when the cgm reading was 383 mg/dl. Attempts to follow up with the patient for additional information was unsuccessful. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. Data has been requested but is pending evaluation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.